Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020 due to an infection which was treated with IV antibiotics.

Manufacturer narrative:
This report is submitted on 25 march 2020.